Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the merlin.net transmission revealed episode of ams. Review of the episode revealed intermittent sensing of the atrial arrhythmia due to av interval coinciding with the flutter interval, and p-waves falling into the blanking after vp pace event. Programming changes will not be made at this time. The patient is asymptomatic and will continue to be monitored.